Event description:
It was reported that during a right ventricular lead revision an insulation anomaly was noted on the atrial lead. The physician used medical adhesive and sleeve to repair the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.